Manufacturer narrative:
The pump was received with blank display due to corroded electronic assemblies. There was no beeping anomaly noted. The pump was received with corroded motor home switch. The pump was received with cracked case at display window corners, and with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer's blood glucose level at the time of incident was 272mg/dl. The customer states they had tried to replace the battery, but the issue remained. Troubleshoot was conducted. The customer states the display did not return. The customer was advised the pump would be replaced and returned for analysis.